Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an increase in capture and a decrease in pacing impedance on the left ventricular (lv) lead. X-ray was performed and revealed that the lv lead was dislodged. A revision procedure was attempted but was terminated as the coronary sinus was not accessible. Instead, the device was reprogrammed to deactivate the lv lead. The patient was stable.